Manufacturer narrative:
H3 - device evaluation: lens was returned loose in a case, dry with residue on the lens. Visual inspection found the lens haptic torn and residue on the lens. Corrected data: b5 - "the lens was removed and exchanged during initial surgery on (B)(6) 2020" should be corrected to "the lens was removed and later on the same date of (B)(6) 2020 a replacement lens was implanted". Claim#: (B)(4).

Manufacturer narrative:
Additional information: b5 - the reporter indicated that the surgeon implanted upside down a 12.1mm micl12.1, -13.5 diopter, implantable collamer lens, into the patient's left eye on (B)(6) 2020. There was patient contact (lens touched the eye) with no patient injury. The lens was removed and exchanged during initial surgery on (B)(6) 2020 with a same size lens. The problem was resolved. Cause of the event is reported as user error. Claim# (B)(4).

Manufacturer narrative:
No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 12.6mm micl12.6, -13.5 diopter, implantable collamer lens, was opened not used due to being torn. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.